Manufacturer narrative:
(B)(4).

Event description:
The pt's implantable neurostimulator (ins) was removed about one year after implant because of ins "rejection." A lead was left in place and the pt developed scar tissue around it. The pt was experienced pain related to the scar tissue buildup. A f/u report will be sent if additional info becomes available.